Event description:
A pt reported that their induo meter was reading inaccurately high and that pt had an insulin reaction. Medical affairs specialist called the pt who provided additional info. Pt stated that earlier this week (date/time unk), sometime in the morning, pt tested on the meter. Pt does not recall the reading, but "must be greater than 200 mg/dl since pt took additional insulin based on that meter reading." Pt also took their set amount of 20 units of 70/30 insulin. Pt did not have any symptomps at that time. Unk time frame later, pt's family member found pt passed out on the couch. The family member called 911 and the paramedics came. The emergency medical technician meter read 26 mg/dl. Pt was given IV glucose and takent to the ER. At the hosp, the ER meter read 29 mg/dl. They continued giving pt IV glucose for 2 hrs and also gave pt food to eat. The pt did not realize that it could have been the meter that cause pt to take the extra insulin and pass out. Pt called lfs about the inaccuracy of the meter. The control solution test passed on the meter. The induo meter was replaced for customer satisfaction.